Event description:
It was reported that insulin was leaking between the adapter and the luer connection of the transfer set. The user alleged that the leakage occurred with several transfer sets from the same lot.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.